Event description:
It was reported during an implant procedure on (B)(6) 2023, the patient's implantable cardioverter defibrillator (ICD) set screw fell out and was unable to be reengaged. The device was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported field event of lead connection issue was confirmed. Septum material was observed inside the lv (is4) set screws hex cavity. This did not allow the set screw to be tightened and secured properly in the field. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.